Manufacturer narrative:
Initial and final MDR 1926765 - MDR 3003442380-2024-18033- device 1 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On 23-jun-2024, it was reported that the patient faced infusion set site break off right above where the tubing connects to the cartridge. No further information available.